Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints related to the production order revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. The event was reported to be related to patient anatomy. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens was performed on a male patient. A vitrectomy was performed and the incision was slightly enlarged. A lens from another manufacturer was implanted as a replacement. The patient's vision was reported to be okay at this point. A follow-up visit is expected in the near future. No other information was provided.